Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The pt was reported to have been down approximately 5 to 10 minutes prior to their arrival. External pacing was attempted using the device. A leads alarm was allegedly observed and pacing was inhibited. The pt was not resuscitated. The reporter indicated that the alleged malfunction did not likely cause or contribute to the pt's death. The basis for this opinion was not provided.